Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture/deflation". The device was explanted.

Event description:
Healthcare professional reported left side "rupture/deflation". Later healthcare professional reported "ruptured with grade 3 capsular contracture". The device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Additional, changed, and/or corrected data: b.3., b.5., h.6.